Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate atp therapy due to noise and an increase in pacing lead impedance was observed. The noise was not reproduced with isometrics or manipulation. It was suspected that the noise was due to emi. The lead was closely monitored. Several weeks later, the patient was admitted to the hospital after receiving multiple inappropriate shocks. Fracture was suspected. The lead was explanted and replaced. The patient is doing very well after the event.